Event description:
Four falsely elevated troponin I results were obtained on patient samples. The results were not reported to the physician. The samples were run on an alternate dimension analyzer and lower results were obtained. Patient treatments were not prescribed or altered. There was no report of any adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
The probable cause of the falsely elevated troponin I results is contamination. A siemens healthcare diagnostics field service representative has been sent to the account to decontaminate the system. The instrument is now performing within specifications. No further evaluation of the device is required.